Manufacturer narrative:
(B)(6). Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that when the bd insyte¿ peripheral venous catheter was removed from the artery, the "vialon material broke off" and was "missing and left in the artery". It was reported that the patient was transferred to (B)(6) for the removal of the broken catheter piece.

Manufacturer narrative:
H.6. Investigation summary: a quality engineer inspected the returned photos and confirmed the reported observation of a broken catheter. However, since no lot number could be determined and no sample was returned the source of the defect could not be determined. A review of the device history record could not be performed as a lot number was not provided for this incident.

Event description:
It was reported that when the bd insyte¿ peripheral venous catheter was removed from the artery, the "vialon material broke off" and was "missing and left in the artery". It was reported that the patient was transferred to auckland dhb for the removal of the broken catheter piece.